Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure with the target occlusion located on the m1 segment, a 5mm x 37 mm embotrap iii revascularization device (et309537 / 21l143av) and an 132cm embovac 71 aspiration catheter (ic71132ca / 30594710) were used in a combined technique and the procedure was started. It was reported that the embovac catheter was not delivered from the siphon, but two passes were made with the embotrap iii device and the embovac catheter but recanalization was not achieved and a 4mm x 40mm solitaire¿ stent retriever (medtronic) was additionally used. Recanalization was achieved and the procedure was completed. It was further reported that although there was no problem with the procedure, massive bleeding was confirmed by computed tomography (CT) immediately after the procedure. The symptom was mild but the amount of bleeding was more than the physician had ever experienced before. It was reported that the patient¿s hospitalization was prolonged (unspecified duration) at the time of the complaint report. The patient is reported to be recovering and post-operative course was being monitored. The physician commented that, ¿although the time of the bleeding was unknown and the causal relationship directly to the stent product was unknown, in my experience, I have never experienced this much bleeding with using the solitaire.¿ the complaint documented that the products were used in accordance with the instructions for use (IFU). Continuous flush was maintained. Concomitant devices used were an spd9f 95cm optimo guiding catheter (tokai medical) and a phenom¿ microcatheter (medtronic). On 03-jul-2022, additional information was received. The information indicated that the bleeding was observed right after the procedure. The physician stated that it was unknown when the bleeding occurred during the procedure. The physician stated that the cause of the bleed was unknown, however, he also stated that he had ¿never experienced that much bleeding with using the solitaire.¿ regarding what the etiology / cause of the bleed, the physician thought may have caused or contributed to the reported bleeding, ¿as the description stated, the physician commented that the cause of the bleed was unknown. However he also stated that he had never experienced that much bleeding with using the solitaire.¿ related to whether there was any relationship of the reported bleed to the embotrap iii device, the embovac device, and the 4mm x 40mm solitaire device the physician commented that it was unknown, but that he had ¿never experienced that much bleeding with using the solitaire.¿ if further information is received, it will be provided. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30594710) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a known potential complication associated with the use of the embovac aspiration catheter in mechanical thrombectomy procedures and is mentioned as such in the instructions for use (IFU). The device performed as intended and no new patient consequences have occurred related to the use of the device. However, the relationship between the embovac aspiration catheter and the reported event cannot be excluded. In addition, in the physician¿s opinion, the cause of the bleeding was unknown. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: (B)(4) and (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure with the target occlusion located on the m1 segment, a 5mm x 37 mm embotrap iii revascularization device (et309537 / 21l143av) and an 132cm embovac 71 aspiration catheter (ic71132ca / 30594710) were used in a combined technique and the procedure was started. It was reported that the embovac catheter was not delivered from the siphon, but two passes were made with the embotrap iii device and the embovac catheter but recanalization was not achieved and a 4mm x 40mm solitaire¿ stent retriever (medtronic) was additionally used. Recanalization was achieved and the procedure was completed. It was further reported that although there was no problem with the procedure, massive bleeding was confirmed by computed tomography (CT) immediately after the procedure. The symptom was mild but the amount of bleeding was more than the physician had ever experienced before. It was reported that the patient¿s hospitalization was prolonged (unspecified duration) at the time of the complaint report. The patient is reported to be recovering and post-operative course was being monitored. The physician commented that, ¿although the time of the bleeding was unknown and the causal relationship directly to the stent product was unknown, in my experience, I have never experienced this much bleeding with using the solitaire.¿ the complaint documented that the products were used in accordance with the instructions for use (IFU). Continuous flush was maintained. Concomitant devices used were an spd9f 95cm optimo guiding catheter (tokai medical) and a phenom¿ microcatheter (medtronic). On 03-jul-2022, additional information was received. The information indicated that the bleeding was observed right after the procedure. The physician stated that it was unknown when the bleeding occurred during the procedure. The physician stated that the cause of the bleed was unknown, however, he also stated that he had ¿never experienced that much bleeding with using the solitaire.¿ regarding what the etiology / cause of the bleed, the physician thought may have caused or contributed to the reported bleeding, ¿as the description stated, the physician commented that the cause of the bleed was unknown. However he also stated that he had never experienced that much bleeding with using the solitaire.¿ related to whether there was any relationship of the reported bleed to the embotrap iii device, the embovac device, and the 4mm x 40mm solitaire device the physician commented that it was unknown, but that he had ¿never experienced that much bleeding with using the solitaire.¿ if further information is received, it will be provided.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 13-jul-2022, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 13-jul-2022, additional information was received. The information indicated that the patient is a male. He recovered and was discharged from the hospital after being diagnosed with digital subtraction angiography (dsa). There was no deterioration in his health condition. No further medical treatment will be provided. The patient was mostly asymptomatic. The physician judged that the event was not actually a subarachnoid hemorrhage nor an arterial injury, but only a venous hemorrhage due to a vascular mutation. The physician diagnosed retrospectively that the reason ¿the patient was so safe was bleeding of the vein.¿ per the physician¿s comment verified at a conference at a later time, ¿a large vascular mutation was found during traction in the first pass of embotrap use. In the second and third passes (solitaire), no vascular variations as seen in the first pass were observed.¿ the device performed as intended and no new patient consequences have occurred related to the use of the device. The reported outcome is not related to the device. Per additional information provided on 13-jul-2022, the origin of the bleeding was venous and not arterial and consequently not related to the embovac device since this device is normally used in arteries and veins. In addition, the patient was mostly asymptomatic and no further medical treatment will be provided. Therefore, the event will now be considered not MDR reportable. The reportability of the file was also reassessed. Based on the information provided, the event no longer meets medical device reporting criteria. No further report will be forthcoming. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00066 and 3008114965-2022-00462.